Event description:
It was reported the device system was being used to deliver morphine and two other undetermined drugs.

Event description:
It was reported, the device pocket had become loose and the patient had a surgical revision. The pump had shifted to the right side due to "loosing so much weight." The patient had lost 50 pounds. The pump was bulging out and was prominent. It was also noted her legs were going numb. A magnetic resonance image (MRI) was scheduled for the next day and a surgical revision took place on (B)(6) 2012 to make the pocket smaller. It was reported on (B)(6) 2012 that following the revision, the pump site was "very sensitive." When the patient showered, water hitting the pump would hurt. The patient had some surgery pain at the time of this report. The patient was no longer having problems with the system. It was reported the pump was working well and everything was "back to normal." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
Supplemental submitted to correct conclusion codes and device codes. (B)(4) no longer applies. (B)(4).